Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when using the sureform 60 stapler instrument, the rubberized tip of the stapler came loose (broken?) (A0401) after several stapling. The procedure was completed with no reported injury.